Event description:
It was reported that intermittently the 9800 system had no fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found the video cable broken in the high voltage cable assembly. Replaced the high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.